Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2016 it was noted a perforation occurred and the filter was noted to be fractured. An attempt to remove the filter was made, but was unsuccessful. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2016 it was noted a perforation occurred and the filter was noted to be fractured. An attempt to remove the filter was made, but was unsuccessful. No further patient complications were reported. It was further reported that the removal of the filter was unsuccessful due to the scaring of the inferior vena cava (ivc) from the duodenum. A computed tomography (CT) scan of the abdomen was performed on (B)(6) 2017 which showed the filter extending from the l1-2 level to the l3 level. Several of the legs of the filter abut the walls or extend outside the confines of the inferior vena cava (ivc). A linear metallic density extends into the anterior aspect of the l3 vertebral body. It is of uncertain etiology, but could represent a displaced fractured leg of the filter. An xray of the abdomen was performed on (B)(6) 2018 which showed the filter in the right paraspinal region at l1-l3. There is a broken limb of the filter projecting over mid body of l3.